Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the pump powered on with the returned battery cap. The keypad rubber was intact without peeling or tearing. All keys responded to user inputs. The keypad was removed and no contamination was observed under the key contacts. The pump case was removed. There was no evidence of moisture or loose components inside the pump. The keypad flex cable was fully inserted into the keypad flex connector and the connector was latched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under responsive. There was no allegation of over or under delivery. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.